Event description:
Additional details received noting that patient was injected with 2mls of product. Inflammation within the papules still persists.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
A patient reported they were injected with juvéderm® volite¿ in the neck and décolleté. Following injection, patient had lumps in the injected areas that were thick and 3-4 mm each. Over a few weeks, they absorbed some, but not completely. Healthcare professional informed patient the lumps would absorbed 3 weeks post injection and offered to inject saline and massage the lumps. Patient declined the treatment. About two months after the initial injection, patient decided to consult another healthcare professional for treatment who advised them that the reason for the persistent lumps was "probably too shallow administration" of the filler. Patient underwent two accent prime warming procedures at this time and then underwent a third about a month later. After the third procedure, the lumps began to swell and turn red and have continued to persist. There is no pain or itching. Patient has been using cleboderm topically and the "purple papules" have subsided minimally. Reported they had lumps with unabsorbed preparation in the injection sites that persisted. Hyaluronidase was injected twice, which only reddened the papules. A steroid was also administered, but due to bruising at the injection sites, it was difficult to assess effectiveness. Patient is "terrified by the look of" their "neck and décolleté."

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional data: a2, a4, b5.

Event description:
Additional details received noting that patient was injected with 2mls of product.